Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 the patient was in the bathroom vomiting so she decided to check her fingerstick. Her bg meter read high indicating it exceeded its maximum reading of 400 mg/dl; however, the cgm reading was 135 mg/dl and stable. She tried to calibrate the cgm but stated that it would not accept the calibration value. Her husband took her to the hospital where her finger stick value was 1000 mg/dl. She was admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka) and treated with IV zofran, IV fluids, and levemir long acting insulin. She was in the hospital for four days and was discharged on (B)(6) 2019. At the time of contact, she had removed the system and was checking her fingerstick bg every 2 hours. She was still feeling very weak, unable to eat, and not feeling normal yet. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.